Event description:
It was reported that during an equipment evaluation conducted at the MFR, the console had heat damage. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The console was returned to the MFR for an unrelated issue, upon eval, an overheating condition was found. Internal components were evaluated and a damaged component of the control board was discovered. The device was repaired and returned to the user facility.